Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issues were verified while based on the analysis, the alleged battery depletion issue was verified in the pump logs; however, no failure was identified.